Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Customer is being contacted. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that prior to use on a patient the iabp generated a "fiber optic module failure" alarm. The iabp was not replaced and therapy was initiated. No patient injury was reported.